Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one es station intermittently stopped communicating, displayed a blue frozen screen. A technical support specialist reviewed logs and identified a structured query language (sql) query processor error at the station level, preventing database write operations during message processing. Uploads to the server were confirmed as successful, with no download failures observed. Synchronization settings were verified per knowledge article (ka) "proper datasync procedure & how to place new db in es station" and a full synchronization was initiated. Post sync, the station was restored to normal functionality and confirmed operational. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to communicate, screen turned blue and stuck. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.